Event description:
It was reported a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the outcome of this event was not reported. Action taken with dianeal therapy was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Sixteen days after the initial receipt of this report, dianeal therapy was discontinued (previously, the status of peritoneal dialysis therapy was not reported). It was reported that ¿treatment was not performed¿ for the cloudy effluent event (previously, treatment for the event was not reported). The cause of the event was reported to be due to ¿meals¿. The patient was recovered from the cloudy effluent event (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.